Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead experienced a lead warning the day of implant and the ventricular lead experienced a warning five days post-implant. Both warnings were triggered by low impedance that switched polarities to unipolar. Ten weeks post-implant the atrial lead had a higher unipolar impedance than bipolar as well as low thresholds. It was alleged that one of the leads, possibly both, was dislodged. Both leads are still in use. No patient complications have been reported as a result of this event.